Event description:
(B)(6), registered nurse, reported that currently the curlin pump does not work, and that she has been infusing the patient using the gravity pump. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Vpriv indication: gaucher disease. No further info/details or dates available.